Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 375cc (l) and 400cc (r) and experienced bilateral capsular contracture baker grade iii, rupture on the right side and gel bleed on the left side post-operatively. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2021. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint was noted of poor quality since appears as a copy and gray. Two implants were observed without identification, however, one of them was noted ruptured and in the other implant, no apparent damage, gel bleed, or visual anomalies were observed. In addition scar tissue was noted in front of both implants. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture, gel bleed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 375cc breast implant had parallel lines of shell wear on the posterior aspect. Leak testing was performed, in accordance with mentor procedures, and a tear was observed within the shell wear, measuring approximately 0.2 cm. The evaluation determined that the cause of the gel bleed is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).